Event description:
It was initially reported that high impedance was observed during a battery replacement procedure. Diagnostics performed in february indicated that impedance was ok, however, during the procedure impedance values in the range of 9000 ohms were observed. The exact diagnostics results are unk. The surgeon removed and replaced the pin several times, and also reconnected the old generator to the lead, and still high impedance was observed. Add'l info was received indicating that the high impedance did not resolve during the generator replacement procedure, however, the lead was not replaced. Trauma or manipulation, which may have contributed to the high impedance, is not suspected. X-rays have been scheduled although, it is unclear if they will be returned to the MFR for review. The device is currently on, however, the neurologist is aware of the MFR's recommendation to disable the device when high impedance is observed.